Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a spike in blood glucose (bg) level after delivering a bolus. Reportedly, the customer was unable to provide a bg value and did not observe any issues with the pump or supplies. Recommendation was made to consult with health care provider regarding diabetes management.